Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/04/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the w501 needle is detached from the suture during the dental procedure. A picture was received for evaluation. Upon to visual inspection of picture, a labeled winding former, a dispensed suture and a detached needle of product code w501, lot # peh577 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the needle is detached from the suture, since the sample was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A labeled winding former, a dispensed suture and a detached needle of product code w501, lot # peh577 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. No further functional test could be performed due to the condition of the returned device. The clip off defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on an unknown date and suture was used. During the procedure. The needle was detached from the suture. No parts left inside patient's dental cavity. The procedure completed with another device. No adverse patient consequences were reported. No additional information was provided.